Manufacturer narrative:
The instrument has been investigated. The field service engineer(fse) evaluated the instrument and found a tip clamp sleeve stuck in the up position and a plunger clamp with bent prongs in the reported problem area of the pipette assembly. The plunger clamp was replaced. The instrument was inspected, cleaned, tested without further problem, and returned to service.